Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and the pacing capture threshold in the rv (right ventricle) was elevated. It was noted beginning (B)(6) 2016, there were (B)(4) short circuit paces and (B)(4) non-physiological senses with (B)(4) successful paces; beginning (B)(6) 2016, the minimum rv pacing impedance dropped to 106 ohms down from a trend in the 638-937 ohm range and on (B)(6) 2015, the rv capture threshold had risen to 2 volts and was consistently above 2.5 volts.

Event description:
It was reported that the patient presented to the facility after experiencing a loss of consciousness and a suspected low-voltage right ventricular (rv) lead pacing failure was suspected. Low pacing impedance from the rv lead was observed, along with a varying/unstable pacing threshold and oversensing of noise. The programmed pacing outputs were increased and the patient was transferred to the implanting facility for further evaluation. There it was noted the patient's whole body was large in movement due to severe twitching and the output was immediately lowered, however, intermittent twitching was observed with the programmed parameters. It was then decided to reprogram the pacing mode to adi and the patient was admitted to the facility for observation. The pacing lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.